Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 , that on (B)(6) 2018 , the receiver was overheating. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the overheating of the receiver could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and rebooted. The receiver log was downloaded and evaluated with no errors observed. Functional testing was performed and it passed. The receiver case was opened for an internal visual inspection, moisture damage at the main board was found. The reported event of an overheating device was not confirmed. The root cause could not be determined.